Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: problem: occurred (B)(6) 2016: overinfusion of amiodarone. Customer stated that a new bag was hung at 0425. At 0600 the pump was zeroed out by two rns. At 0930 the pump stated there should be 64ml left but the bag was empty. So between 0600 and 0930 the pt. Got approx a full bag of 250ml. Medication was supplied as 450mg/250ml. The pump was set to run at .05mg/min. Pt is a (B)(6) male in for respiratory failure. No treatment to patient. Vitals remained unchanged. No injury.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The volumetric accuracy was tested three times at 16.6ml/hr and 72.45ml. The test results were within specifications. Based on the results of the investigation and log review, the pump operated as intended. If additional pertinent information becomes available, a follow up will be submitted.